Event description:
Biased acet qc results. This event is consistent with a malfunction that could have caused biased pt results which may lead to inappropriate physician action. There was no report of pt harm as a result of this event.